Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 691 mg/dl with ketones. Customer attempted to address the elevated bg with a correction bolus via the pump and a manual insulin injection. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and electrolytes. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.